Manufacturer narrative:
(B)(4). B2: retainment of a foreign body. G2: foreign - event occurred in canada. D10: part p99-193-1415, lot unknown, k-wr sgl end trcr tip thded 1.4x150mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two k-wires broke during a fractured talus procedure. The k-wire debris was retained within the patient. Surgical technique was utilized. Patient conditions/anatomy did not contribute to the event. There was no medical intervention conducted. The procedure was completed by insertion of 4.5mm screws. The breaks caused no delay to the procedure. No operative notes or images were provided. Attempts have been made and no further information has been provided.